Event description:
A discordant sodium (na) result was obtained on an rxl max hm. The result was reported to the healthcare provider(s). On completion of the initial result, the analyzer alerted the operator that the required imt (integrated multisensor technology) sample diluent level was insufficient. The customer replaced the required imt sample diluent and then reran the same sample. It is unknown if patient treatment was otherwise altered or prescribed on the basis of the falsely elevated sodium result. There was no report of adverse health consequences as a result of the discordant sodium result.

Manufacturer narrative:
A siemens technical solutions specialist was contacted by the customer, who performed analysis of the instrument and instrument data. The cause for the falsely elevated sodium result was due to the depletion of imt (integrated multisensor technology) sample diluent. The operator replenished the imt sample diluent and ran qc. The instrument is performing within specifications. No further evaluation of the device is required.